Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the battery release was contaminated, the ring cover and two side bail covers were missing, the ring and two side bails were missing, one heart wire contact was contaminated, the battery contacts were compressed, the keyboard pad was cosmetically damaged, the battery flex was the incorrect part, the battery drawer was contaminated, one case screw and ring cover screw were missing and both bails and ring were missing. (B)(4).

Event description:
It was reported that the case of the external pulse generator was broken. The generator was returned for service. The device was analyzed and tested out of specification. It was indicated that it was found during a routine inspection and that there was no patient involvement.